Event description:
It was reported that the handpiece was feeling too hot during a tooth extraction. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.